Event description:
It was reported that following the implant procedure, the patient reported feeling unwell. During the post-operative follow-up, a dislodged lead was identified via radiograph. Surgical intervention aimed to reposition the lead; however, the helix mechanism was unable to extend or retract properly. Consequently, a new lead was implanted, and no further adverse effects on the patient were noted. The dislodged lead is anticipated to be returned.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection revealed dried blood around the helix, but no anomalies were observed. Subsequent testing did not identify any product abnormalities that could have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the helix extension/retraction issues. Additionally, no lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of using this product. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that following the implant procedure, the patient reported feeling unwell. During the post-operative follow-up, a dislodged lead was identified via radiograph. Surgical intervention aimed to reposition the lead; however, the helix mechanism was unable to extend or retract properly. Consequently, a new lead was implanted, and no further adverse effects on the patient were noted. The dislodged lead is anticipated to be returned. This product was received for investigation. This report includes device technical analysis.